Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of the reported condition of peritonitis is use error-breach in aseptic technique.

Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse from the (B)(6) of break in aseptic technique, vomiting, fever, and peritonitis in a patient coincident with dianeal pd2 unknown therapy via continuous ambulatory peritoneal dialysis (capd). On an unreported date, a break in aseptic technique occurred further described as the patient did not wear a mask. On (B)(6) 2011, the patient experienced vomiting, fever and peritonitis manifested by cloudy effluent and was hospitalized on the same date. On an unreported date in (B)(6) 2011, the patient began remedial treatment with vancomycin (500mg, route and frequency not reported) and amikacin (12.5mg/l pds). It was unknown if the events had resolved or whether dianeal pd2 unknown therapy was ongoing. The nurse stated the event of peritonitis was unrelated to dianeal pd2 unknown therapy. Causality statements were not provided for the events of break in aseptic technique, vomiting or fever.